Manufacturer narrative:
One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed; the battery was able to fully charge and then discharge according to expectations. The reported event could not be duplicated at the bench level. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that when patient presented to site for a routine check, it was noted that a fully charged battery would display a capacity of 50% after a few minutes. When connected to the battery charger, capacity would switch from 25% to 100% and back. The battery was replaced with no reported consequence or impact to the patient. No further information was provided.